Event description:
The physician attempted to treat patient using a closurefast catheter with a rfg2 generator. The cf7-7-100 catheter was used to successfully treat one vein segment. Physician then attempted to reinsert the catheter into a second segment but was unable to load the catheter onto the guidewire. Saline was used but issue remained. A second closurefast catheter (cf7-3-60) was then attempted. The second catheter experienced the same issues when attempting to load onto the guidewire. Saline was used again but catheter could still not advance. Procedure was completed using laser. No patient injury reported.

Manufacturer narrative:
Device evaluation: the closurefast catheter was inspected and observed a bend to the coil approximately 4.5 and 6cm from the distal tip mixed with biologics. The distal tip was inspected and observed a crystalized white material on the tip of the catheter. It should be noted the dried reside surrounded the guidewire tubing port at the distal tip. A 0.025" gw was unable to be front-loaded. Would not enter the distal tip of the catheter. The catheter was inspected and found no damages or anomalies to the handle assembly, catheter shaft, or connector.